Event description:
Pt had lidocaine infusing at 1 mg/min = 15 cc/hour. At 1010 am on the date of occurrence, alarm ringing occlusion - monitor showed bradycardia to 30, then asystole. Pt found in room with no pulse, no respirations. IV pump found wide open, tubing pulled out and lidocaine infusing wide open. Pt was successfully resuscitated. These are older pumps, but lack adequate locking devices. Pt had been in a posey vest and noted to be confused, playing with equipment. While co plan on obtaining as many colleague model pumps as possible, even the newer 6500 models seem easily accessed - very east to open the doors and pull tubing out.